Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient on (B)(6), 2018 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2018, implant date, as no event date was reported. (B)(4).